Manufacturer narrative:
Device received with blank display due to moisture damage on electronics. Unable to perform idle current test, run current test, self test, off no power test and displacement test due to blank display. Unable to verify low battery alarm due to blank display. Device had corroded motor home switch.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose level and also had blank display. Customer's blood glucose value was 53 mg/dl at the time of the incident. The customer was assisted with troubleshooting and declined for low blood glucose. Customer performed troubleshooting for blank display but display did not returned. The customer was treated with food. Customer will be returned device for analysis.